Event description:
The customer reported that while the unit was in use on a pt, the unit constantly generated "leak in iab circuit" alarms. The pt was switched to another unit to continue therapy. While on the second unit, the pt expired. Refer to medwatch report #2221819-2001-00002 for report on 2nd unit involved in this incident.